Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on 3 fr PICC kits that have the new dressing does not adhere to the patient's skin. It was stated this has occurred with every patient however an exact quantity was not provided. No other information was provided.